Manufacturer narrative:
(B)(4). Date sent: 4/15/2026 b3: only event year known: 2026 d4: batch #unk investigation summary: this is an evaluation of the photo received for evaluation. During the visual analysis, the following was observed: the photos show box with a label with the product code gst60g, lot # u10b23, exp. Date: 2027-11-25. A lot trace was performed on the lot provided, and the lot number was not found in the quality tracking system. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos and lot reviewed, it was confirmed that the product is counterfeit.

Event description:
It was reported that the customer received allegedly defective products. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2026. Corrected data: h11. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available.